Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be due to process residue located on a  capacitor, designator c156 from the analog pcb assembly.  This capacitor caused the device to indicate a "no shock advised" decision for a shockable ECG waveform.

Event description:
It was reported that the customer's device had its service wrench illuminated and had logged an event code. After an evaluation of the device, it was observed that the device would not detect a shockable ECG rhythm during testing. There was no report of any patient use associated with the reported issue.